Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling and avaulta were implanted. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat cystocele and rectocele. It was reported that the patient underwent the concurrent procedures of a vaginal hysterectomy and bilateral salpingo-oophorectomy during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation to treat pelvic organ prolapse and stress urinary incontinence. The patient underwent partial mesh removal on (B)(4) 2010 due to multiple urinary tract infections, vaginal pain and continual stress urinary incontinence. (B)(4).